Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level was 560 mg/dl. The customer went to the emergency room on (B)(6) 2026 and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the ER the same day. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump for insulin therapy.